Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the motor error alarm could not be confirmed due to the prime anomaly. The insulin pump was unable to prime during prime test due to faulty force sensor. The device had minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 182 mg/dl. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Customer stated that she was able to rewind the insulin pump. Nothing further was reported.